Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: colorectal disease ª 2017 the association of coloproctology of great britain and ireland. 20, 424¿437; doi:10.1111/codi.13996 (B)(4).

Event description:
It was reported via journal article: "title : short- and long-term clinical and patient-reported outcomes following laparoscopic ventral mesh rectopexy using biological mesh for pelvic organ prolapse: a prospective cohort study of 224 consecutive patients" author: r. Mclean , m. Kipling , e .musgrave and m. Mercer-jones citation: colorectal disease ª 2017 the association of coloproctology of great britain and ireland. 20, 424¿437; doi:10.1111/codi.13996 the aim of this study was to evaluate in a prospective, consecutive cohort of patients the long-term clinical outcomes following lvmr, patient-reported functional and quality of life (qol) outcomes, and urinary and sexual dysfunction. Between 01may2008 and 31oct2016, 224 patients (n=9 male and n=215 female; mean age of 59.5 years (sd of 15 years) undergoing laparoscopic ventral mesh rectopexy (lvmr) for rectal prolapse (n=73), obstructive defecation syndrome/fecal incontinence/rectoanal intussusception (n=112), vaginal vault prolapse (n=35), solitary rectal ulcer syndrome (n=4). In the procedure, permacol was attached to the rectum with 2-0 ethibond sutures. Prior to 2012, the permacol was sutured to the posterior vaginal fornix with 2-0 ethibond sutures and after 2012 pds suture was used to suture the permacol to the posterior vaginal fornix. Early major complications included rectal perforation (n=1) requiring laparoscopy, washout and ileostomy formation; and port-site hernia (n=1). Late complications included port-site hernia (n=3) requiring repair; ethibond suture/protack erosion (n=3) underwent examination under anesthesia and removal from the posterior vaginal fornix; pelvic seroma secondary to broad ligament haematoma (n=1) underwent laparoscopy and deroofing; pain with suture erosion on bladder (n=1) which the patient underwent laparoscopy to divide a suture at the port site and cystoscopy to remove the ethibond suture; and perineal mesh erosion (n=1). In this study, it was demonstrated that, in the long-term, lvmr using permacol is safe and effective and is associated with low morbidity and mortality, recurrence and, additionally, significantly improved constipation, faecal incontinence and prolapse functional and quality of life outcomes, with associated improvement in urogynaecological symptoms.